Event description:
Explanted device returned with comment "pump not infusing drug...replacement working great." Device analysis of returned pump is pending as of the date of this report.

Manufacturer narrative:
03/30/1998: h6-primary finding of device analysis revealed occluded cap-slit valves which contributed to the failure of the pump to infuse.